Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the stryker integration system shut down due to heat issues. The lint was cleared from both the switchpoint and connected or hub vents, and rebooted the integration, and all worked for about 5 mins before the error message popped up again on the touch panel. The system then shut down again around 5 mins later. Feeling the connected or hub, I can feel the air on the bottom and rear vent exhausting the air, but the rear left vent grille directing the air over the processor is quite hot and I don¿t feel any air flow coming in, and there is lint on the heat sink. After troubleshooting we determined that the connected or hub will require to be sent in for service and a loaner be sent out. The sn of this connected or hub device is (B)(6).

Event description:
It was reported that the stryker integration system shut down due to heat issues. The lint was cleared from both the switchpoint and connected or hub vents, and rebooted the integration, and all worked for about 5 mins before the error message popped up again on the touch panel. The system then shut down again around 5 mins later. Feeling the connected or hub, I can feel the air on the bottom and rear vent exhausting the air, but the rear left vent grille directing the air over the processor is quite hot and I don¿t feel any air flow coming in, and there is lint on the heat sink. After troubleshooting we determined that the connected or hub will require to be sent in for service and a loaner be sent out. The sn of this connected or hub device is (B)(6).

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in canada the technical service report indicates: repair/service notes the new hub was reconfigured with backed up user profiles and spi configs. The hub had all relevant extensions for recording, device control, etc. The old hub was removed and replaced. The whole system was tested alongside biomed to verify routing, control, and touchpanel functions. The room is serviceable. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply, sdc firmware, over-heating , sdc application software, clarity package, clarity algorithm, manufacturing defects, use error, cybersecurity. The reported failure mode will be monitored for future reoccurrence.